Event description:
I attempted to insert inner cannula and met resistance. I then called md from ent and he scoped the pt first with the inner cannula inserted and did not observe any problem then removed the inner cannula and observed a kink in the trach tube. Dr advised general surgery that the trach tube needed to be replaced. Tube was exchanged in the operating room the same day.